Manufacturer narrative:
This follow-up report is being submitted to correct b5 in the initial report and report the additional information. Correction on b5 was made as follow. The initial MDR reported one culture test result, but the user facility actually reported two. Therefore, the culture test results from the user facility have been revised as follows. [First time; (B)(6) 2021] -unspecified channel :total flora (5 cfu/100ml). [Second time; (B)(6) 2021] -unspecified channel: total flora (8 cfu/100ml). The additional information was as follow. Olympus france (ofr) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the suction, the instrument channels of the device. The testing result cleared the french guideline. Ofr inspected the device and confirmed followings; -leakage from the bending section rubber was confirmed. -the adhesive on the bending section rubber had peeled off. The exact cause of the reported event could not be conclusively determined. However, based on the negative third-party culture test results after the device was reprocessed by olympus, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -there was a difference in the reprocessing method between the user facility and olympus. -bacteria were contaminated during culture test sampling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility before use, following microbes were detected from the sample collected from the device. Total flora (5 cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor model soluscope 4, using peracetic acid. The user facility said the device was brand new. There was no report of infection associated with this report.